Event description:
It was reported via the maude database that the device was inserted into the left rotator cuff. The small tip of the inserter (driver) broke off while anchor was being placed. The surgeon was unable to retrieve the fragment; the tip of the inserter was retained in the anchor. Follow-up with the reporter provided info that the case was completed by inserting another anchor next to the broken one. There was a delay of more than 30 minutes in the case. No further pt info was provided at the time of this report or made available in response to multiple follow-up communications with the initial reporter. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but not returned, therefore the event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is (inserter breaking) is the application of leveraging force during insertion of the anchor. This is the first complaint of this type for this part/lot combination. The potental causes of this event are being communicated to the event reporter.